Event description:
The implant failed due to pt health habit. The implant was explanted after a month.

Manufacturer narrative:
Doctor lost pt record due to office moving. According to our investigation, there was no discrepancy on our prod. Data corrected. See scanned pages.